Event description:
The user facility reported that the employee is fine and back to normal work duties.

Event description:
The user facility reported that water was leaking from their reliance synergy washer. An employee entered the room and slipped and fell in a puddle of water located in the room where the washer is located. The employee went to employee health and was then seen by her physician. Her physician then referred her to an orthopedist.

Manufacturer narrative:
A steris service technician inspected the unit and found water "seepage" from the door. He found that the spray arm lock screw had come loose. This caused the spray arm to direct the water towards the door seals. The technician made adjustments to the spray arm and tightened the set screws. He ran test cycles and confirmed the unit was operational. The technician stated that when the spray arm pivoted and water was directed at the door seals that the water would have gone through the water pan under the door and then down the drain. The technician spoke with an employee at the user facility and he stated that he did not see a puddle and was unable to verify the size of the puddle or its location. The user facility is responsible for weekly cleanings of the spray arm. The operator manual states (pp 6-7 to 6-14), "weekly cleaning: hold the fixed portion of the hub and unscrew rotary spray arm ; (3) remove locking pin securing each spray arm on rotary spray arm hub. Remove spray arms."